Event description:
It was reported that the equipment is failing the test with the paddles. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem.

Manufacturer narrative:
It was reported that the equipment is failing the test with the paddles. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Customer informed that it will be necessary to change the charge and shock capacitor multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. Customer informed that it will be necessary to change the charge and shock capacitor. A supplemental report will be submitted if new information is obtained.